Event description:
It was reported the button to release the blade on the powerseal could not be released. The issue was found during an unspecific procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.